Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00368.

Event description:
The customer reported to olympus that during the diagnostic procedure there were three needles that failed causing a 45 minute delay while the patient was under anesthesia. The first needle worked fine for a few passes and then the physician began having trouble deploying the needle. The second one was difficult to deploy from the start and actually came apart at the knob that is used to adjust the sheath length. The third needle was also difficult to deploy from the start. The condition of the patient was not impacted and the procedure was completed with a fourth needle. The outcome of the procedure was not affected and the diagnosis was made. No additional medical intervention was needed. The patients vital signs were monitored and the patient was being ventilated by the anesthesia staff. Related patient identifiers: first needle: (B)(6) single use aspiration needle na-u401sx (na-u401sx-4021 / kr355763). Second needle: (B)(6) single use aspiration needle na-u401sx na-u401sx-4021/ kr355724) - third needle: (B)(6) single use aspiration needle na-u401sx (na-u401sx-4021 / kr355724) . This medwatch is for patient identifier: (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the reported issue could not be confirmed. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ ¿do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result.¿ ¿do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is large and insertion is difficult,¿ this supplemental report includes a correction to e2 and e3 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.